Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1, h.6. Visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality and labeled as left side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.